Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, ems/ambulance/ER visit. Customer reported the following led up to the event: pt suffered an extreme high, a nurse came to review the pump, and determined that the pump would need to be replaced. Document treatment for high bg: manual injection. The event involved product(s) mmt-397a, mmt-1780kpk, mmt-332a. Customer does not feel ok to troubleshoot. It was unknown if the customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-397a. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, broken belt clip rail, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and cracked retainer. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses delivered on the event date 07-may-2024 in the pump history file. 05/07/2024 09:59:57.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.3 bolusamountdelivered = 0.3 05/07/2024 10:07:46.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.1 bolusamountdelivered = 5.1 05/07/2024 11:56:00.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.1 bolusamountdelivered = 9.1 please see below for the daily total of all insulin delivered on the event date 07-may-2024 in the pump history file. 05/08/2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 05/07/2024 00:00:00.000 dailytotalofallinsulindelivered = 53.05 dailytotalofbasalinsulindelivered = 38.55 dailytotalofbolusinsulindelivered = 14.5 there were no auto suspend (12) alarm and no user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 07-may-2024 in the pump history file. 05/05/2024 12:26:00.000 alarmalertnotification faultnumber = low battery alert (104) 05/05/2024 14:29:10.000 batteryremoved 05/05/2024 14:29:10.000 alarmalertnotification faultnumber = battery removed (84) 05/05/2024 14:29:40.000 batteryinserted the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Low battery alert (104) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. No current code/category not confirmed (pump passed the required testing). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.